Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-jan-2021. The most recent information was received on 25-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no: c68124) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), burnout syndrome ("burnout"), sleep disorder ("sleep disorder"), migraine ("migraine, persistent migraines"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), feeling drunk ("feeling drunk"), rhinorrhoea ("nasal discharge"), feeling cold ("severe chilliness"), micturition disorder ("micturition disorders"), loss of libido ("loss of libido"), arrhythmia ("cardiac arrhythmia"), cardiovascular disorder ("poor blood circulation"), abdominal distension ("abdominal swelling, bloating"), diarrhoea ("watery stools"), balance disorder ("impaired balance"), memory impairment ("memory disorder"), disturbance in attention ("concentration problem"), anhidrosis ("loss of perspiration"), muscle contractions involuntary ("fasciculation"), limb discomfort ("feelings of heavy legs"), paraesthesia ("electrical hypersensitivity"), hyperaesthesia teeth ("tooth sensitivity"), pruritus ("itching"), visual impairment ("vision disturbances, decompensation with new vision correction"), lacrimation increased ("teary eyes"), vision blurred ("difficulty focusing (yes)"), arthralgia ("tendon pain (wrist), hip pain"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy") and aphasia ("aphasia"), 5 months 9 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, burnout syndrome, sleep disorder, migraine, myalgia, vitamin d deficiency, feeling drunk, rhinorrhoea, feeling cold, micturition disorder, loss of libido, arrhythmia, cardiovascular disorder, abdominal distension, diarrhoea, balance disorder, memory impairment, disturbance in attention, anhidrosis, muscle contractions involuntary, limb discomfort, paraesthesia, hyperaesthesia teeth, pruritus, visual impairment, lacrimation increased, vision blurred, arthralgia, neck pain, muscle atrophy and aphasia outcome was unknown. The reporter considered abdominal distension, anhidrosis, aphasia, arrhythmia, arthralgia, balance disorder, burnout syndrome, cardiovascular disorder, diarrhoea, disturbance in attention, fatigue, feeling cold, feeling drunk, hyperaesthesia teeth, lacrimation increased, limb discomfort, loss of libido, memory impairment, micturition disorder, migraine, muscle atrophy, muscle contractions involuntary, myalgia, neck pain, paraesthesia, pelvic pain, pruritus, rhinorrhoea, sleep disorder, vision blurred, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: this device has completely and dramatically changed my life. There are days when I am a shadow of myself. Lot number: c68124, manufacturing date: 2014-06, expiration date: 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C68124) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), burnout syndrome ("burnout"), sleep disorder ("sleep disorder"), migraine ("migraine, persistent migraines"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), feeling drunk ("feeling drunk"), rhinorrhoea ("nasal discharge"), feeling cold ("severe chilliness"), micturition disorder ("micturition disorders"), loss of libido ("loss of libido"), arrhythmia ("cardiac arrhythmia"), cardiovascular disorder ("poor blood circulation"), abdominal distension ("abdominal swelling, bloating"), diarrhoea ("watery stools"), balance disorder ("impaired balance"), memory impairment ("memory disorder"), disturbance in attention ("concentration problem"), anhidrosis ("loss of perspiration"), muscle contractions involuntary ("fasciculation"), limb discomfort ("feelings of heavy legs"), hypersensitivity ("electrical hypersensitivity"), hyperaesthesia teeth ("tooth sensitivity"), pruritus ("itching"), visual impairment ("vision disturbances, decompensation with new vision correction"), lacrimation increased ("teary eyes"), vision blurred ("difficulty focusing (eyes)"), arthralgia ("tendon pain (wrist), hip pain"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy") and aphasia ("aphasia"), 5 months 9 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, burnout syndrome, sleep disorder, migraine, myalgia, vitamin d deficiency, feeling drunk, rhinorrhoea, feeling cold, micturition disorder, loss of libido, arrhythmia, cardiovascular disorder, abdominal distension, diarrhoea, balance disorder, memory impairment, disturbance in attention, anhidrosis, muscle contractions involuntary, limb discomfort, hypersensitivity, hyperaesthesia teeth, pruritus, visual impairment, lacrimation increased, vision blurred, arthralgia, neck pain, muscle atrophy and aphasia outcome was unknown. The reporter considered abdominal distension, anhidrosis, aphasia, arrhythmia, arthralgia, balance disorder, burnout syndrome, cardiovascular disorder, diarrhoea, disturbance in attention, fatigue, feeling cold, feeling drunk, hyperaesthesia teeth, hypersensitivity, lacrimation increased, limb discomfort, loss of libido, memory impairment, micturition disorder, migraine, muscle atrophy, muscle contractions involuntary, myalgia, neck pain, pelvic pain, pruritus, rhinorrhoea, sleep disorder, vision blurred, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: this device has completely and dramatically changed my life. There are days when I am a shadow of myself. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.